Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Explant date: 2019 additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 19292855.

Event description:
It was reported that patient underwent a system explant procedure due to inadequate pain relief. No further information has been obtained despite good faith efforts.